Event description:
A caller reported a malfunction on the pump, identified by a malfunction code, but there was no mention of any notable events occurring prior to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl and remained without any adverse impact. Customer technical support provided pump reset information and assisted the caller in successfully resetting the pump, as the malfunction code did not recur. The customer was instructed to continue using the pump and advised to call back if any malfunction code appears again.